Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2001. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix). It is alleged that the patient sustained injuries on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2001- patient was diagnosed with subacute parietal peritonitis with interloop and pelvic abscesses, thereby underwent open repair with implant of composix mesh. Per op notes, ¿the omentum was found adherent to the parietal peritoneum and small bowel, the omentum was reduced. A composix mesh was placed and secured to the fascia with sutures¿. On (B)(6) 2014- patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with explant of composix mesh and implant of synthetic mesh. Per op notes, ¿adhesions noted with the previously placed mesh was lysed and the mesh was completely removed. Hernia defect was identified and dissected. A synthetic mesh was placed on the defect and sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, corporate lot no.), d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2001. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix). It is alleged that the patient sustained injuries on (B)(6) 2014. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.